Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime test, basic occlusion test, and occlusion test. The insulin pump primed properly. No excessive no delivery alarm was noted. The insulin was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported that she did not see insulin exit when she programmed a bolus. She reported that she took out the reservoir and primed the insulin pump again and that the insulin began to come out before the piston reached the reservoir. She reported that she received a no delivery alarm. The blood glucose reading was 172 mg/dl. Nothing further was reported.